Event description:
It was reported that the patient was seen on (B)(6) 2013 and high lead impedance was seen with impedance value greater than 10,000 ohms. Additionally, the ifi flag was seen. The patient has been referred for a lead revision and generator replacement. The vns revision surgery was performed on (B)(6) 2013. Attempts were made for additional information; however, they were unsuccessful. No additional information has been provided. Review of the lead device history records confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.